Manufacturer narrative:
The customer technical specialist (cts) stated the customer originally called in with an instrument lockup. The cause of the instrument lock up is unknown. The cts had the customer rerun startup which resets the computer software and the instrument for sample analysis. While running startup, the customer noticed the leak and requested service to investigate. The field service engineer (fse) inspected the instrument and found tubing at wire marker 3 (wm3) on the bsv (blood sampling valve) had a hole in it. The fse replaced the tubing at wm3 to resolve the leak. Failure mode was identified: failure mode for the leak was a hole in the tubing at wire marker 3. No erroneous results were generated; upon recur, the failure mode is likely to cause erroneous results for cbc (complete blood counts) and differential parameters due to incomplete aspiration of the sample. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak while running startup, when using the coulter lh 500 hematology analyzer. The leak volume was reported as unknown and the leak was contained. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.